Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the discrepant elevated results is a sample integrity issue since all results were run from the same sample aliquot. A siemens healthcare customer service engineer (cse) was dispatched to the site and performed an evaluation of the instrument and detected a worn sample aliquot probe. The cse replaced the aliquot probe and performed all necessary repairs. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant elevated results were obtained for potassium (k), bun and creatinine (cre2) on a patient sample. The results were reported to the physician. The sample was subsequently repeated on the same instrument and on an alternate dimension vista instrument. Lower results were obtained . The account stated that patient treatment was prescribed on the basis of the discrepant elevated results. The nature of the treatment was not provided by the account. There was no report of adverse health consequences as a result of the discrepant elevated results or treatment.